Event description:
A customer reported that the ophthalmic soft tip broke during vitreoretinal surgery. The procedure was completed on the same day. The patient impact has not been reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the physician had to use forceps to remove the dislodged silicone sleeve during the procedure. After completing the case successfully with a new tip, the physician identified that the patient had a bleed at the sclerotomy site, which he believes resulted from the manipulation involved in retrieving the silicone piece. Hemostasis was achieved to control the bleeding and complete the procedure.the patient's symptoms were resolved.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The returned sample was visually inspected and was found to be non-conforming. The visual inspection indicated that the soft tip appears to be torn off. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. The returned non-conforming sample was received opened. How and when the soft tip of the cannula became damaged cannot be determined from this evaluation; however, the evaluation shows that the tip was initially present prior to surgery and most likely was damaged during use. A root cause cannot be determined for the complaint as described by the customer. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All assemblies are 100% inspected by trained operators. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all manufacturer products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).